Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Failure analysis on the returned motor controller board shows that the motor controller¡¯s (mc) pcba partially shorted c18 component measured 6.3k omega when removed from the circuit causes the high blower temperature alarm (1122 error code). Replacement of c18 corrected the 1122 error code failure on this motor controller (mc) pcba. There were no faults found with the returned blower assembly.